Event description:
It was reported that this pacer dependent patient with a recent pulse generator change was admitted to the hospital and found to have intermittent oversensing and decreased pacing as a result. The ventricular sensitivity was re-programmed to the patient's appropriate value and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s. The event is being reported due to an alleged malfunction.